Event description:
It was reported occlusions alarm occurred, leading to the customer¿s blood glucose level reaching 449 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.